Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from low on the continuous glucose monitor to 250mg/dl. Low bg was addressed via consumption of carbohydrates. The customer alleged that the pump's control iq feature was suspending insulin as intended. Data review by tandem technical support indicated that the pump and control iq feature was functioning as intended, and customer was manually turning off and on control iq; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin therapy.